Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid right coronary artery. The 2.0 x 15mm rx traveler was able to cross the lesion; however, the balloon ruptured during the third inflation at 10 atmospheres. The device was removed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.